Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism.

Event description:
It was reported that the left ventricular lead was unable to be satisfactorily placed during implant attempt due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.